Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 530 mg/dl. Customer¿s blood glucose level was 530 mg/dl. Customer wanted to do the bolus correction and received an insulin flow error message insulin flow block alarm on his pump. Customer troubleshoot for insulin flow blocked alarm during basal. Assisted customer in performing a 5.0u fill cannula. Customer stated that the insulin exited. The product was returned for analysis. The insulin pump was not returned for analysis.